Event description:
The reporter indicated the surgeon inserted a 13.2 mm vicm13.2 implantable collamer lens in the patient's left eye (os) and the lens tore/broke. The lens was removed with no patient injury and another same model lens was implanted.

Manufacturer narrative:
Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found pieces of one haptic broken off. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).